Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive when pressed. Customer's blood glucose was 44 mg/dl. Customer treated their blood glucose with coffee and sugar. Customer was able to raise their blood glucose to 60 mg/dl at the end of the call. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.